Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer screen is not calibrated in the upper right corner of the display. The programmer was returned for analysis. There was no patient involvement reported.

Manufacturer narrative:
Product analysis: analysis was able to confirm that the programmer screen was not calibrated in the upper right corner of the display. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final safety, console, and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No patient complications have been reported as a result of this event.